Manufacturer narrative:
Additional information received on april 15, 2021 indicated that the patient stated after the removal of her implants there were no chest pain, and she's off her medications. Patient stated that from the moment the implants were removed, and she woke up from the surgery, her chest pain was all gone. Her symptoms were high cholesterol, pain, dizziness, chest pain, fatigue, sweating, nausea, headache, generalized anxiety disorder, and lack of sleep. The patient had blood work done with no diagnosis. The report indicated that the date of event was on (B)(6) 2018, patient age at the time of event was 52 years old, and the procedure was primary breast augmentations. Patients medications; 1-pantoprazole 20 mg, 2- bupropion 100 mg, 3- diazepam 5mg, 4-tramadol 50 mg, 5- fluconazole 100mg, 6- benzonatate 100 mg, 7- cyclobenzaprine 5mg, 8- paroxetine 20 mg, 9- diltiazem 180 mg. The patient is only on pantoprazole after the prosthesis removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
Pit was reported that a female patient who underwent unspecified breast surgery with two unknown mentor breast implants has experienced unspecified systemic symptoms postoperatively. The patient reported that she had mentor implants for 25 years, and that she has been sick for 3 years. The patient did not report the symptoms. As a result, she underwent bilateral replacements with unknown implants on (B)(6) 2021. This report relates to the right side. Note: mentor reporting the "common device name" silicone implant since mentor has no information about the brand of the implant patient used. Should additional information become available, this case will be re-assessed, and notes will be updated.